Event description:
It was reported that the user experienced a rapid decline in blood glucose from a high value to a low value, with ems called after the user was found confused and sweating; ems advised oral carbohydrate intake, and the user refused transport. Symptoms included hypoglycemia with confusion and diaphoresis. Outcomes included urgent low glucose alerts and the need for oral glucose administration, with no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.